Event description:
Literature: diagnostic yield of electromagnetic navigational bronchoscopy: a safety net community-based hospital experience in the united states. This retrospective study was to evaluate the diagnostic yield of electromagnetic navigational bronchoscopy (enb) done in such a setting and its associated complications. A total of 77 patients undergoing enb between august 2014 and january 2020 were identified for analysis and the data for diagnostic versus non-diagnostic enb were compared. Olympus video bronchoscopes (olympus, (B)(4)) with a 2.8 mm working channel were used for all cases. Study reported an overall 1-year diagnostic yield of 80.2%, with 73% sensitivity for malignancy and a low overall complication rates. No deaths or respiratory failures were noted within the cohort. The study concluded that, enb is safe and feasible with a high diagnostic success rate even when performed by pulmonologists not formally trained in interventional pulmonology in low resource settings under moderate sedation. The author provided two (2) different serial numbers however did not further clarify which serial number was used on a specific patient. This report is for patient identifier (B)(6) is for serial (B)(4): pneumothorax requiring chest tube placement (tube thoracostomy) and hospitalization occurred only in 1 case, (1.3%); and any grade pneumothorax occurred in 4 cases (5.2%). Patient identifier (B)(6) is for serial (B)(4). Pneumothorax requiring chest tube placement (tube thoracostomy) and hospitalization occurred only in 1 case, (1.3%); and any grade pneumothorax occurred in 4 cases (5.2%). The serial numbers provided by the author are invalid for the subject device. Attempts to retrieve additional information have been unsuccessful.